Manufacturer narrative:
(B)(4). The ge healthcare service technician replaced the consolidated ventilator interface board and re-installed the software.

Event description:
During routine installation testing, the ge healthcare service representative noted that the machine had an inspiratory flow alarm and tidal volume was not displayed. There was no report of patient involvement.